Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided yet. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the USA. It was reported that the venous pressure reading was unreliable. Further, a clicking sound was heard when the sensor cable was moved towards the hls-set connection. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user a report is required. Complaint ID# (B)(4).